Manufacturer narrative:
Baxter received the device the reported condition could not be verified as evaluation did not properly assess for the reported 'had an issue with overflow'. The device will be required to pass all calibration and testing prior to being returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced high infusion rates during testing in the biomed service department. There was no patient involvement. No additional information is available.